Event description:
Additional information was received stating that the status epilepticus was related to progression of the vns patient's epilepsy. The event was not related to vns and there was no indication that there were issues with the device. The patient was treated medically in the hospital for the status epilepticus then was discharged and recovered well. The patient did not have a prior history of status epilepticus.

Event description:
On (B)(4) 2015, clinic notes were received which reported that the patient was hospitalized (B)(6) 2014. Due to recurrent status epilepticus. It was noted that the patient has done well since. Good faith attempts for further information from the physician have been unsuccessful.